Event description:
It was reported that far field r wave oversensing and episodes of inappropriate automatic mode switch were observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.